Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/24/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that xc200 reload was received along with an opened foil, no apparent damage and five clips loaded. The reload was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed five clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown kidney procedure on (B)(6) 2022 and suture clips were used. When attempting to load the clips onto the applier, the clip applier would not pick up the clip. Once the clip is loaded, the clip won¿t attach to the suture. Same device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what suture size was used? I believe a zero when the event occurred, was the suture placed near the hinge of the clip? The same team has been working with this device for almost 10 years and they have not had this issue until recently. They were having a major of the problems before the suture was involved, just loading the clip onto the applier were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Once one of the clips was successfully loaded, the clip seemed to work please explain how the clips were loading into the applier? Please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? I didn¿t witness the loading of the clip, but I showed them the inservice video and they said they were following that technique was the applier checked for damaged (jaws straight and aligned)? They had old appliers, they bought 13 new ones for that reason, but still seemed to have the issue if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Dr. Has been using this device for a decade with no issues until recently the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-00187.